Event description:
It was reported that a user experienced repeated dexcom g7 continuous glucose monitor (cgm) pairing failures with the ilet during setup, which persisted despite pump restart and reentry of the sensor code; the user then replaced the sensor and provided the new sensor code, after which the agent entered the code into the ilet and pairing was successful, allowing setup completion. Blood glucose remained unaffected and no adverse clinical symptoms were reported. Outcomes included resolution of the connectivity issue following sensor replacement and successful sensor-to-ilet pairing. User support included telephone troubleshooting, confirmation of sensor code entry, recommendation to verify sensor function via the dexcom app, liaison with dexcom, and guided sensor replacement. Investigation of this case revealed that the prior sensor pairing attempts failed and that a new sensor with correctly entered code restored communication with the ilet, indicating a sensor pairing or compatibility issue rather than a pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user device interoperability issues resolved by sensor replacement and correct code entry.